Event description:
On (B)(6) 1998, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that filter one was located within the infrarenal portion of the inferior vena cava (ivc) located below the renal veins. The superior portion of the filter was tilted medially and abutted the wall of the ivc. Many struts perforated the ivc wall. Filter two was located within the right external iliac vein. Many of the distal struts perforated the wall of the ivc. One strut perforated the right internal iliac vein.

Event description:
On (B)(6) 1998, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that filter one was located within the infrarenal portion of the inferior vena cava (ivc) located below the renal veins. The superior portion of the filter was tilted medially and abutted the wall of the ivc. Many struts perforated the ivc wall. Filter two was located within the right external iliac vein. Many of the distal struts perforated the wall of the ivc. One strut perforated the right internal iliac vein.